Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/08/2017. Device returned to manufacturer: yes. Device evaluation: only unused cartridges of the same lot number were returned as representative samples. All 20 returned 1mtec30 cartridges were sealed. The cartridges were inspected under the microscope and no damages debris, residue, particles or any defects were observed. The delivery process was performed on five (5) samples using healon ovd (viscoelastic) in order to replicate the complaint (tiny white debris looked like gms (glycerol monostearate) on the lens. No debris, residue, or particles were observed in any of the samples tested. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), using a 1mtec30 cartridge, the surgeon observed some tiny white debris that looked like gms (glycerol monostearate) on the iol. No patient injury was reported. No further information was provided.